Event description:
Based on a preoperative diagnosis of a hematoma of the calf/deep venous thrombosis left lower extremity. An inferior vena cava greenfield filter was implanted in the pt. An intravenous with filter placement to the right internal jugular area was successful, after an intravenous with filter was attempted in the right groin area. Radiological finding over the region of the vena cava, two filters have been identified. The superior tip of the most superior filter is projected over the superior plate of the 12th thoracic vertebrae and appears to be deployed. A second filter is projected over the exptected region of the inferior vena cava.